Event description:
It was reported the patient had surgery on (B)(6) 2012. A few days after the surgery, patient started complaining of pain. The surgeon suspects the implanted cage might have moved or collapsed. Patient was revised on (B)(6) 2012. During the second surgery, the surgeon used a lateral thoracic approach to reach the spine at the cage level. Once there and the dissection done, the cage was easily removed with a drape clamp (did not need to collapse the cage). A piece of cadaveric femur was then used to support the column instead of a cage. Patient was reported stable following both surgeries.

Manufacturer narrative:
It has been reported, the device will be returned for evaluation. Upon receipt, an evaluation will be performed and a follow up report will be filed.

Manufacturer narrative:
The involved lot number(s) was not provided; without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. While it was initially identified that a product sample was available, 54 days have passed without arrival of the product sample. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
The complaint was reopened with receipt of the expandable cage. Evaluation revealed no anomalies for the returned device. Review of the device history record found no discrepancies. No definitive conclusions can be made. However, examination of x-rays found the expandable cage appears to have telescoped through the patients end plate, into the vertebral body. The cage seems to have been well-positioned intra-operatively, suggesting that the patients poor bone quality may have caused or contributed to the event. Comparison of the provided x-ray images found cage maintained its set height, concluding that there was not a product problem. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The complaint was reopened with receipt of the expandable cage. Evaluation revealed no anomalies for the returned device. Review of the device history record found no discrepancies. No definitive conclusions can be made. However, examination of x-rays found the expandable cage appears to have telescoped through the patients end plate, into the vertebral body. The cage seems to have been well-positioned intra-operatively. Comparison of the provided x-ray images found cage maintained its set height, concluding that there was not a product problem. Information was received from the affiliate indicated that the patient had a tumor which had invaded the vertebrae therefore the bone quality wasn't very good. Although no definitive conclusions can be made, it appears that the patients poor bone quality contributed to the cage telescoping into the vertebral body, therefore confirming that the cage had moved. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.